Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pain and an infection at neurostimulator pocket site. The device was explanted 6 weeks ago. Since the explant of the device, the patient has experienced vomiting, headaches, and photophobia. Her physician has scheduled a CT scan and held off scheduling another implant until further diagnostics have been performed. Additional information was requested.